Event description:
In 2008, the pt was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. After deploying the trunk ipsilateral leg and contralateral leg components, wire access was lost. The wire was then inadvertently placed outside the contra-lateral limb, and the extending contralateral leg component was deployed partway into the aneurysm sac. The pt was converted to an unplanned aortouniiliac with a fem-fem bypass, and the right common iliac occluded by coil embolization. Another trunk ipsilateral leg and contralateral leg component were placed to conclude the procedure. The pt is stable with no further complications.

Manufacturer narrative:
A review of the manufacturing records has been conducted. The manufacturing records review verified that this lot met all pre-release specifications. The device was not used within the instructions for use (IFU) according to the IFU, it is necessary to maintain a contralateral access side sheath, catheter or guidewire in position across the distal, native bifurcation to protect and ensure that contralateral access is maintained into the aneurysm sac and contralateral leg hole of the device during trunk-ipsilateral component deployment.